Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had buttons are sticky and haziness on screen and screen was discolored and dark. The customer¿s blood glucose was unknown. Customer stated that they received unexplained no delivery alarm and rejects new batteries. The device will not be returned for analysis.